Event description:
Additional information was received from a healthcare provider (hcp) via a manufacture representative (rep) who reported that they are replacing the pump today. In the logs the patient had a motor stall occur on (B)(6) 2020 and then had a series of motor stalls and recoveries. The patient was managed with non-pump medications. The patient's weight was unknown. The rep called back later to report that the pump revision was being done and the hcp revised the catheter by connecting a new pump connector to the existing catheter due to the hcp disrupting the connector when they removed it from the pump. The hcp used the same length of the new pump connector to keep the tcv the same; the pieces were measured. The rep called back again to report that they were doing a back table prime. Technical services reviewed not to prime unless the hcp aspirated from the cap. The rep confirmed no cap aspirations were performed. Technical services reviewed to have the hcp and surgeon on the same page for where is the drug too. The rep said they will do a back table prime and just connect the pump.

Manufacturer narrative:
Continuation of d11: product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2014. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal via an implanted infusion pump. It was reported the patient's pump had a motor stall that occurred 123 hrs. It was noted there was no emi or magnetic interaction with the pump. The pump was planned to be replaced at a later date. The pump was programmed to min rate mode. No symptoms were reported.